Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced double hernias coincident with peritoneal dialysis (pd) therapy. The nurse reported the patient was diagnosed with the double hernias on an unknown date prior to starting pd therapy (information regarding the type and location of the hernias was declined). The cause of the hernias was unknown; however, the patient reported they experienced an "incisional hernia from pd catheter placement". It was not reported if the patient was hospitalized for the event; although, the patient did undergo surgical repair of the double hernias one day prior to receipt of this report. At the time of this report the patient was recovering from the hernia events. Pd therapy was ongoing. No additional information is available.